Event description:
Synthes craniofacial modular fixation set being used for bilateral sagittal split mandibular osteotomy with rigid internal fixation procedure. One of the red module, 1.5mm (1.5mmx5mm) screws broke off while the surgeon was placing it. The other eight screws used during the procedure were intact. The surgeon could not retrieve the retained screw from the patient's jaw. It was determined that the surgeon's technique resulted in the breakage of the screw. The surgeon was inserviced on the proper technique by one of the manufacturer's representatives.